Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information: there was no adverse event / consequence to the patient. The following information was requested, but unavailable: what type of laparoscopic procedure was the device used in? When the stapler broke, was it locked with the jaws closed? If yes, was the stapler locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open? How was it confirmed that the blade was bent (advanced forward/visible, etc.)? Was there another part of the stapler that broke besides the bent blade? Please explain. What caused the bleeding? What color cartridge was being used?

Event description:
It was reported that during a video laparoscopy procedure, the stapler broke (it locked and the blade bent), making it impossible to use it. There was bleeding increasing. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n5599w the analysis results found that the ats45 device was returned with no apparent damage and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.